Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system results differed for more than 1 dilution in certain cases with different sir interpretation. The following information was provided by the initial reporter: denisa badea (bd local contact ¿ distributor product manager from novaintermed romania) contacted me about dubious results from phoenix m50 regarding nmic-502 panel and certain isolate results for fosfomycin. Dr. Mariana buzea retested the isolates and compared the results with vitek (biomeriux) and micronaut kit MDR mrgn-screening (sku e1-218-040). From the attached reports, it can be seen that results differed for more than 1 dilution in certain cases with different sir interpretation. Dr. Buzea requested to send isolates to heidelberg for phoenix retesting by enrico montrucchio so that the results can be compared and confirmed. 13 isolates were send to heidelberg and tested while 4 were further retested with same results obtained. Since the difference in discrepant results continues.

Manufacturer narrative:
H.6 investigation summary: a failure for false susceptibility was reported on a phoenix m50 instrument (p/n 443624, s/n pf0278). The customer reported that they were receiving discrepant fosfomycin results. Log files were collected and reviewed, and no instrument issues were identified. The root cause is unknown. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results did breach an alert level trend in the month of may 2023. An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system results differed for more than 1 dilution in certain cases with different sir interpretation. The following information was provided by the initial reporter: denisa badea (bd local contact ¿ distributor product manager from novaintermed romania) contacted me about dubious results from phoenix m50 regarding nmic-502 panel and certain isolate results for fosfomycin. Dr. (B)(6) retested the isolates and compared the results with vitek (biomeriux) and micronaut kit MDR mrgn-screening (sku e1-218-040). From the attached reports, it can be seen that results differed for more than 1 dilution in certain cases with different sir interpretation. Dr. Buzea requested to send isolates to heidelberg for phoenix retesting by enrico montrucchio so that the results can be compared and confirmed. 13 isolates were send to heidelberg and tested while 4 were further retested with same results obtained. Since the difference in discrepant results continues.